Manufacturer narrative:
Hamilton medical ag complaint number:cer (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation, the device oxygen and air failed. No harm to the patient was reported.